Manufacturer narrative:
(B)(4). Borgwardt, a. Et al (2016) a randomised, controlled clinical study on total hip arthroplasty using 4 different bearings: results after 10 years. Hip international 2017; 27 (1): 96-103. Doi: 10.5301/hipint.5000428. Report source, foreign - event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article, 16 patients in group d experienced 1 or more dislocation of hip prosthesis. It is unknown if these patients underwent intervention. No further information has been provided.